Event description:
Q: pt had an alert for rvc impedance 209 ohms, but maximum value for alert range is 200 ohms. D: clarify with caller through her review of quicklook that the alert was for rvtrvc impedance. Rvt-rvr impedance is -300 ohms in lead trends and most recent rvt-rvc impdeance is 209 ohms. Caller does have full report from interrogation to review alerts. Caller had brought pt in and done testing including with no indication of a lead issue. R: discussed differences between rv defib impedance and pacing impedance. Discussed alert programming. If the alert was for ttc impedance, it sounds like this alert may be due to normal variation in pt with low intrisic impedance. If the impedance alert was for rvdefib impedance. Discussed testing for this issue (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).